Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had melted plastic near the jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.